Event description:
It was reported that a one link catheter set would not flow. This was identified when the device was being primed with lactated ringers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching the extension set to primary set attached to solution bag. The solution did not flow through the extension set. The luer activated valve was examined under microscope without noting any issues. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.